Manufacturer narrative:
The reported sensor ((B)(4)) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor adhesive was returned. There was no indication that the product did not meet specification. Extended investigation has also been performed. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during his 10-day wear of the adc freestyle libre sensor. Customer reported that on (B)(6) 2017, while sleeping, he experienced pain at the site of the sensor. Customer removed the sensor and noticed an abscess at the insertion site. Two days later, on (B)(6) 2017, customer visited his doctor and was prescribed an unspecified antibiotic as treatment. There was no report of death or permanent impairment associated with this event.